Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal procedure on t12, l1-l5, s1. Intra-operatively, non symptomatic cement extravasation occurred. It is unknown whether there were any patient complications as a result of alleged event or not.